Manufacturer narrative:
Device currently unavailable.

Event description:
Per the clinic, the device was explanted (B)(6) 2013 due to extrusion of the electrode and concern for infection. The patient was reimplanted with a new device during the same surgery.